Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the implantable drug infusion device. The drug being delivered was not reported. It was reported that the patient is at the hospital with symptoms of being "stiff and spastic." Caller was suspecting a pump issue, but the pump was not audibly alarming. Caller stated the patient had a blood draw and they had not gotten the results back yet at the time of the call. Caller did not know who the pump follow-up doctor was and had no access to a physician programmer so caller requested a rep supply the programmer so the pump status could be confirmed. Troubleshooting was performed with the caller reviewing pertinent information per caller's inquires, emailed caller the itb emergency procedures and redirected caller to national answering services. Caller then abruptly ended the call stating she had other patients to care for so no additional details were gathered. There were no further complications reported/anticipated.